Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced pain near the implantable cardiac monitor (icm) implant site and that the icm is "leaking." It was also reported that the patient has a suspected infection in their chest and that there is "a lump sticking out of (their) chest and every time (they) put...(their) seat belt on it hurts." The device was explanted. No further patient complications have been reported as a result of this event.